Event description:
It was stated the system displayed a warning low ma and the image focus is in question. No pt injury was reported.

Manufacturer narrative:
The ge service rep found focus to be within MFR specs but adjusted for better resolution. System exceeds MFR specs. The rep could not duplicate low ma message. He calibratred the filaments using rus and tested. System performs as intended.